Event description:
It was reported that the target lesion was located in the mid left circumflex artery (lcx) with moderate calcification and heavy tortuosity. A xience v 2.5 x 23 mm stent was implanted. During the angioplasty, a dissection was noted at both ends of the xience v 2.5 x 23 mm stent. A xience v 2.25 x 23 mm stent was advanced for treatment, however, it could not cross. Then a xience v 2.75 x 18 mm was advanced, which also did not cross. The part of the dissection in the distal end of the vessel was sealed by implanting a 2.25 x 24 mm non-abbott stent. A xience v 2.75 x 23 mm stent was implanted to seal the part of the dissection in the proximal part of the vessel. The final patient outcome is reported to be good. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine review confirmed stent edge dissection, which was treated with additional stents.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.